Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call rewind anomaly. Blood glucose at the time of incident was unknown. Company rep called in for customer stated the customer is having difficulty with fix prime. The customer is concerned there may be something with the pump. Troubleshooting was not performed. The customer has called in for the issue, but declines to troubleshoot the issue. The customer was advised the insulin pump can be replaced, but troubleshooting must be performed. The device will be returned for analysis.